Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a normal pulse generator change procedure. While completing that surgery, the physician elected to change out the right ventricular lead due to high capture threshold. The lead was capped and replaced on (B)(6) 2020 with no reported complications. The patient condition was stable and the patient was discharged following the procedure.